Event description:
It was noted the devices were used during a laparoscopically assisted vaginal hysterectomy. It was reported the devices did not fire properly. There was no other info reported to the rep regarding this event. There was no consequence to the pt.